Event description:
During a clinic follow-up, inadequate capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual inspection of the lead did not reveal any anomalies.